Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due a blood glucose (bg) level of 638 mg/dl and diabetic ketoacidosis which was identified as life threatening by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. The customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.